Manufacturer narrative:
(B)(4). Batch # j5j48y. Event description: the surgeon commented that the second circular stapler did not malfunction. The entire case lasted about eleven hours and the patient did well under anesthesia. The patient was transferred to ICU following the procedure. The analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a partial left colectomy procedure for diverticulitis, the case began laparoscopically but was converted to open after about three hours due to adhesions and difficulty with mobilization of the colon. Eventually, a curved cutter stapler with a green reload was used for the distal transection with no issues. Proximally, a hand sewn purse string was created using 2-0 prolene with an sh needle to secure the anvil. The device was fired by the resident; it was inserted, dialed down, safety released, and fired plastic to plastic with an audible crunch heard. Steps for use for firing were followed; however, one full rotation of the adjusting knob was used to open the device. It was fish tailed out for removal. Upon inspecting the tissue donuts, the proximal donut was intact and the washer was cut, but there was no distal donut present. The anastomosis was leak checked and failed. The surgeon commented that there was, ¿only a partially formed staple line.¿ the surgeon then re-transected distal to the anastomosis with the curved cutter stapler loaded with a green cartridge and then did some additional mobilization proximally. As the surgeon was concerned about blood supply to the colon, a doppler test was used throughout mobilization. As sufficient blood supply was observed, a second like device was used to create the anastomosis in the same manner as the first, except the device was fired by the surgeon and the sales rep ensured that after firing the device; only one-half to three-fourths rotation of the adjusting knob was used to open the device. When removing the donuts for inspection, the proximal donut was torn and it was also noted to be thin. The anastomosis did pass the leak test, but upon performing the doppler test, insufficient blood supply was observed. The surgeon performed a colostomy that is believed to be permanent.